Event description:
Customer reported a malfunction on pump, identified by malfunction code 6, with fault ID (B)(4). There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting pump, after which the malfunction code did not recur. Customer was advised to contact support again if the issue reappears and confirmed understanding of instructions.